Event description:
The healthcare professional reported that during a thrombectomy procedure in a patient being treated for an acute stroke, the complaint device, a 95cm emboguard 87 balloon guide catheter (bg8795u / lot# unknown) was positioned in the petrous segment of the internal carotid artery (ica) and inflated. The first pass was performed with a 5mm x 37mm embotrap iii revascularization device (et309537 / lot# unknown) and a route 92 aspiration catheter (route 92 medical). The emboguard was then deflated and a run was performed noting an ica rupture. The physician treated the rupture with pk papyrus® coronary stents (biotronik). It was reported that the physician said, ¿I could not see the balloon at first when inflating it so I put more in there and over inflated.¿ the procedure was not delayed. It was reported that the procedure was successfully completed. On 31-may-2023, additional information was received. The information indicated that the patient is a 61-year-old female with a history of previous stroke. The adverse event resulted in the patient¿s prolonged hospitalization; she has not recovered and is still in the hospital. The information indicated that the surgical access point was femoral. An introducer sheath was not used. There was no use of peel-away sheath. The sim 2 access catheter was used. The location of the occlusion was the m1 segment of the middle cerebral artery (mca). There was no excessive vessel tortuosity or acute bends in the target vessel. Pre-procedure thrombolysis in cerebral infarction (tici) score was 0. Post-procedure tici score was 3. There was no device performance issue or device malfunction associated with the emboguard balloon catheter. The overinflation of the emboguard balloon catheter did cause the ica rupture. The emboguard balloon catheter was inflated one time during the procedure. The ica rupture was noted after balloon deflation. A total of six (6) papyrus stents were used in the ica reconstruction. The patient was symptomatic. She had a carotid-cavernous fistula (ccf). The embotrap device used was a 5mm x 37mm embotrap iii revascularization device (et309537 / lot# unknown). It was used only for one (1) pass. There was no device performance issue or device malfunction associated with the embotrap iii. The thrombectomy procedure was successfully completed prior to the reconstruction of the ica with the papyrus stents.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, and ethnicity were not provided. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Vascular injury is a well-known potential adverse event associated with endovascular mechanical thrombectomy for acute ischemic stroke cases and is listed both in the embotrap and emboguard instructions for use (IFU) as such. There are vessel, clot burden/characteristics, device selection, operator technique, device interaction, and mechanical manipulation of devices within the artery that may have contributed to the event. There is no indication that the device malfunctioned, or that the event is related to the device design or manufacturing process. However, since the intracranial vessel perforation occurred during the procedural use of the devices and necessitated surgical intervention with the usage of additional stents the reported event meets us FDA MDR reporting criteria under 21 cfr 803 with the classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. The lot number of the device is not known; therefore, manufacturing documentation review not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported event. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3011370111-2023-00060. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.